Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00437. This report is being submitted as additional information. The patient¿s weight was not provided. Approximate age of device ¿ 1 year and 1 month. Manufacturer's investigation conclusion: no product was returned for evaluation. The reported event of a no external power alarm while on mobile power unit (mpu) was confirmed based on the information recorded in the provided log file. The data captured a no external power/low battery hazard alarm while the system was powered by a mpu on (B)(6) 2018. The voltage levels indicated that the power to the mpu was lost. The pump parameters were not affected during the incidents and the system was supported by the system controller's internal backup battery a review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported log files were submitted for review. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed one event where it appears that either the mpu power cord was coming loose at the ac wall outlet or at the mpu ac power cord connection on (B)(6) 2018 at 6:32. This had no impact on pump function and there were no other unusual events noted. Ac cord will be exchanged during next clinic visit. No additional information was provided.